Event description:
The vad coordinator reported that no autopsy was performed on the patient after his death and his pump was not explanted.

Manufacturer narrative:
According to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information. The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced an embolic cerebral vascular accident (cva) on (B)(6) 2012 in the setting of a sub-therapeutic international normalized ratio, ultimately transitioning to a hemorrhagic va on (B)(6) 2012. The patient was eventually transferred to a skilled nursing facility and then a nursing home where he was followed by his local cardiologist. The patient developed a driveline infection with (B)(6) on (B)(6) 2013. He was treated with IV antibiotics by his local physicians. But the driveline exit site was never really free from infection, regardless of treatment. The patient became bacteremic with (B)(6) on several occasions requiring several re-admissions to the patient's local hospital. There never was any absolute evidence of lvad pocket infection. After the patient's last admission was bacteremia, he was discharged back to his nursing home under the care of hospice, after which his lvad was ultimately turned off on (B)(6) 2014 after he went into respiratory arrest.